Event description:
A facility representative reported during intraocular lens (iol) implant procedure, the arm of the lens broke as it was deploying. It was also stated that the tip touched the eye, but the lens did not went into the eye. There was no patient harm, additional information has been received and updated.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).